Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had triggered elective replacement indicator (eri) by charge time (CT). This device is included in the (B)(6) 2007 shortened replacement window advisory population. It was unknown if the device was exhibiting the behavior described in the advisory, therefore device replacement within 30 days of elective replacement indicator (eri) was recommended. The device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This device is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, (defibrillation), and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
This report is being filed to submit the analysis results.